Event description:
According to the reporter: an eea 28 was used, which cut into the sutures, another device was then opened to reinforce it. There was no bleeding reported in excess of 500cc. The case was not extended by more than 30 minutes.

Manufacturer narrative:
(B)(4).